Event description:
The report received from the medical affairs indicated that on (B)(6) 2003 consumer had two cypher stents implanted in the circumflex due to ¿heart problems." Approximately nine months later, patient experienced a chest pain and "hard time breathing". A cardiac catheterization was performed which diagnosed a blockage in the cx artery. As treatment, a cypher stent was implanted "inside one of the other stents." Patient was hospitalized overnight. Events of hard time breathing and chest pain resolved that same year. No additional information was available.

Manufacturer narrative:
Concomitant medications included atenolol, plavix and simvastatin. The report received from the medical affairs indicated that on (B)(6) 2003 consumer had two cypher stents implanted in the circumflex due to ¿heart problems." Patient¿s medical history is significant for nkda, denies smoking or illicit drug use, occasional alcohol use, cad. Approximately nine months later, patient experienced a chest pain and "hard time breathing". A cardiac catheterization was performed which diagnosed a blockage in the cx artery. As treatment, a cypher stent was implanted "inside one of the other stents." Patient was hospitalized overnight. Events of hard time breathing and chest pain resolved that same year. No additional information was available. There is no sterile lot number information available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.